Event description:
Consumer claims that the device was giving wrong measurements. The unit is no longer available, thus complaint cannot be confirmed. These devices are designed according to relevant safety standards and passed all compliance tests.